Manufacturer narrative:
The customer reported leakage, and returned one bd set of material 10014914, lot unknown. Three ICU medical components were also returned, 2 needleless connectors and an extension filter set. Upon initial visual examination, the bd or ICU sets both had no defects or abnormalities. The connections were all tested under syringe pressure, but not issues were found. The reported 'crack' was unable to be found, and there was watertight connections made. The complaint could not be verified. The root cause could not be determined without a replicated failure. Bd can only ensure iso compliance with luer connections, not compliance with competitor luers. A device history record review could not be performed on material 10014914 because the lot number is unknown. Nt.

Event description:
It was reported that bd alaris syringe module syringe administration set was damaged the following information was received by the initial reporter with the following verbatim: med line nad (unable to identify) was cracked, morphine was infusing through the line. Leaking identified; med line changed. Leak occurred at the plastic part that attached to the and or nad itself. No blood loss or bleed back.